Event description:
A distributor from sweden reported issues with the pump's wake button, noting it was difficult to press and required multiple attempts to turn on the screen. There was no information provided on the customer's blood glucose level at the time of the incident. The customer was advised to remove the case for easier access and to firmly press the button, but the issue persisted. The customer acknowledged the difficulty and agreed to the replacement of the pump, which was confirmed to be within warranty. Technical support provided instructions for returning the faulty pump and arranged for a replacement to be sent, though the customer did not disclose backup insulin therapy plans.